Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019, with blood glucose of 1207 mg/dl and other blood glucose at the time of incident was 1300 mg/dl. Customer called emergency medical service as a result of high blood glucose level. The customer was treated with intravenous drip and intravenous fluids. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.